Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen darkened while the customer was attempting to complete the load process. Reportedly, the customer could still see the outline of buttons. Subsequently, the customer was having difficulty navigating the pump. The customer's blood glucose level was 221 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.